Event description:
The customer reported to olympus that the evis exera iii video system center was producing b30 scope communication error. The issue was found during preparation for use for a diagnostic procedure that was delayed about 30 minutes with no extension of anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation; however, while troubleshooting with olympus technical assistance center (tac), an image was obtained after the light source cable was reseated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to a connection and/or contact failure; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "¿ do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. ¿ before connecting or disconnecting the endoscope, videoscope cable, olympus endoscope system (oes) video converter, or camera head, be sure to turn off the video system center. Otherwise, the charged coupled device (ccd) may be destroyed, and the image may not be displayed. ¿ do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection." The IFU provides the following troubleshooting steps for addressing scope communication error b30: "wipe the electrical contacts on the endoscope connector using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source" olympus will continue to monitor the field performance of this device.